Event description:
It was reported that a merlin.net transmission revealed noise on the pace/sense vector. Nonphysiologic signal deflections on the v-sense amp was being sensed around the time of the t-wave. Lead function tested normal. Reprogramming was recommended. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: company representative.